Event description:
A home pt's nurse contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected/reconnected their transfer set from the pt line of the homechoice set during the initial drain cycle without following proper procedures. Baxter's technical svc ctr assisted the home pt's nurse in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.